Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump (iabp) had a fiber-optic module failure and a ¿no pressure source available¿ alarm. Issue was resolved after transitioning to a replacement console and use of a standard transducer. There was no patient harm reported.